Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device expiry date: 02/2018.

Event description:
It was reported that post catheter implantation in the right jugular vein, the connectors of the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was completed for the lot number. This is the first reported complaint for this lot number and this issue to date. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive for the alleged cracked connector issue due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that post catheter implantation in the right jugular vein, the connectors of the device allegedly broke. There was no reported patient injury.